Event description:
It was reported the patient experienced an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient developed chronic infections at the abutment site. The patient was treated with antibiotics, without resolution. Subsequently the abutment was removed and the site was debrided (date not reported). This report is filed january 19, 2016. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.